Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose ranging from 300 mg/dl to a reading of ¿high¿ on the continuous glucose monitor. Prior to going to the ER, bg was addressed via manual insulin injection. In the ER, customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer did not recall the discharge date. It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was using a non-tandem charging cable and non-tandem wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd tandem charging cable and wall adapter. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.